Manufacturer narrative:
Additional information was received that the patient had discomfort at the ipg site due to a nondevice related accident. No device malfunction was suspected by the physician.

Event description:
A report was received that the patient had discomfort at the ipg site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had discomfort at the ipg site. The patient will undergo a revision procedure.

Manufacturer narrative:
.